Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2006 and mesh was implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006 in order to treat symptomatic vaginal prolapse, stress urinary incontinence, nocturnal incontinence, and defecating dysfunction concurrently with anterior repair, cystoscopy, rectocele repair, perineoplasty, and vaginal fault suspension. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012 -01600. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient experienced vaginal pain, dyspareunia, urinary and bowel incontinence after mesh implantation.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.